Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information on 06/29/2016 indicated that during an unrelated procedure, an insulation break was observed. This was believed to be the cause of the noise on the lead. The lead was capped and replaced. No patient symptoms were reported.